Event description:
It was reported that the patient was diagnosed with pneumonia. The patient was admitted to the emergency room; showing symptoms of hypotension and "mild" bradycardia. Per the healthcare provider, the pump was changed to minimum rate while being treated, with a plan to supplement with oral medications to prevent withdrawal. It was not known whether or not the pump was contributing to the patient's symptoms. The reporter stated that the diagnosed pneumonia was unlikely related to the pump. The bradycardia and hypotension symptoms were being investigated; however it was noted that the pump was unlikely to be the cause. It was thought that the symptoms wear more likely related to the pneumonia. The patient had been on the same drugs and dosages for years, with the last pump refill taking place over one month prior to the hospitalization. It was being considered that "possibly the drugs in the pump, specifically clonidine, could of been contributing to the symptoms". The medications in the pump were dilaudid, clonidine and bupivacaine. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2008 (B)(6), product type catheter. (B)(4).